Event description:
It was reported that the patient had a pump stop on (B)(6) 2022. The patient woke up around midnight on (B)(6) 2022 with the feeling of chest discomfort and the pump was not working. The patient stated that there was an electrical power outage and the system controller was black with no green pump running light, no alarms, and no display. The event log captured low voltage hazards/no external power events on the mobile power unit on (B)(6) 2022 at 23:19 where it appeared that the mobile power unit lost total power enabling the external backup battery in the controller. The backup battery powered the controller until (B)(6) 2022 at 0037 with continued no external power events until all the backup battery power was depleted and the pump stopped. The pump was restarted by connecting charged batteries which reset the system controller clock. Due to the date/time reset, it was unable to be determined how long the pump was off. It appeared that the system controller was exchanged around 3 hours later, after the pump had been restarted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. The hm3 lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section of the patient handbook provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 5 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Evaluation of the submitted log files confirmed the full depletion of the 11-volt external backup battery (ebb) resulting in an associated pump stop. The controller event log file captured routine events until (B)(6) 2022 at 23:19:01 when it appears that the mobile power unit (mpu) lost total power, enabling the ebb and activating low_power_hazard and no_external_power alarms. The ebb powered the pump until (B)(6) 2022 at 00:37:00 when all the backup battery power was depleted, and the pump stopped. The pump was restarted after being connected to charged batteries which reset the controller clock to 01jan2000 at 00:00:00; it cannot be determined how long the pump was off for. The pump operated as expected with controller clock corrupt faults for approximately 3.5 hours until the driveline was disconnected for a controller exchange. No other atypical events were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2022-01625 & 2916596-2022-01629.